Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals which were confirmed via electrogram. This rv lead was explanted, replaced with a different model and disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the instructions for use (IFU). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device because this is well known old lead. Issues occurring to old leads are not unexpected and can result from multiple causes. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals which were confirmed via electrogram. This rv lead was explanted, replaced with a different model and disposed. No additional adverse patient effects were reported.